Event description:
Calcified anterior tibial artery chronic total occlusion victory 14 was used to cross the occlusion, firstly it advanced but after many attempts with the guidewire to cross completely intraluminal occlusion, also dilating with coyote balloon, the physician didn't try to pass the entire occlusion. So he wanted to remove balloon, but in that moment coyote didn't run on the guidewire. There was a very strong friction between guidewire and inner lumen of balloon; it was impossible to remove coyote from the guidewire, so the physician was constrained to remove coyote and victory together. No pieces of guidewire remained in the body; no problem on pt condition.

Manufacturer narrative:
No conclusion can be drawn as to what caused the friction as the guidewire involved in the incident was not returned and analysis was not possible. A batch history review was carried out which demonstrated that the guidewire was manufactured to spec.